Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. Pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window. Moisture damage found on the electronics and motor.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of a crack in the insulin pump display case. Customer's blood glucose was 105 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.